Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
According to the info received we can summarize the events as per following: previous surgery performed on (B)(6) 2015. In (B)(6) 2018 it was found out that the humeral body (code 1350.15.110, lot# 1412459) had dissociated from the humeral stem (code 1304.15.220, lot# 1404952). Revision surgery has been scheduled for (B)(6) 2018. Event happened in (B)(6).

Manufacturer narrative:
Check of the DHR: by checking the manufacturing charts of the lot# of the components involved, no pre-existing anomaly found on: a total of 61 cementless stems manufactured with lot#1404952, a total of 35 humeral bodies manufactured with lot # 1412459. More important, according to our data, at least 52 out of 61 cementless stems with lot# 1404952 and 35 out of 35 humeral bodies with lot# 1412459 have been already implanted without receiving additional complaints. Explants analysis: no revision surgery associated to the object of this final incident report. X-rays analysis: we received and analyzed internally some x-rays related to the immediate post- op primary and pre- op revision surgery. Technical analysis: according to our technical analysis the gap between the stem and the humeral body at immediate post- op is approximately 2.3mm, which is within the range of gaps admitted by design tolerances in the properly coupled condition. Based on the info reported, the two devices were correctly engaged as per surgical technique, so we can likely exclude that there was a third body interposition causing the disconnection (there could have been the unlikely situation that tissue/bone parts went within the interface of the tapers during assembly). By lima internal tests, after cycling humeral components 5m cycles, we evaluated the post fatigue axial force required to disconnect the tapers: average value was always above 250kg (2600n). This means that: a huge compressive force is required to disengage the tapers; once the taper is disconnected with such force, to dislocate the components it is required a relative motion of approx. 10mm between the components. One of the possibilities to achieve this shift is because the stem was or became loose, allowing it to move down in the canal. A total screw disengagement is then a very rare event. No deeper investigation possible without retrievals analysis. For a proper clinical judgment, the same x-rays were sent to our shoulder medical consultant. Following, his statement: "I have been doing some investigation of this case with better quality instruments than I have in my workshop. As best I can determine 2.0mm is the "normal" gap that can be measured between stem and body. In none of the x-rays given is the plane of the -xrays at 90 degrees to the component articulation between stem and body. Therefore there is an inaccuracy in the measured templating technique. My experience with this morse taper is that, correctly joined, it is rigid and does not fail. I believe that all screws in this situation other than locking screws will loosen. This is borne out in my experience of revisions where every time the screw is quite loose and easily removed. The morse taper join however remains rigid. The screw is only a means of maximally engaging the morse taper. It has no function immediately following that and there after, and does not maintain the fixation. Morse tapers are the subject of much interest in hip replacement as you know and again most do not have screw fixation. I conclude that in this case the morse taper was not engaged properly in spite of the special holding device. This could be either entrapment of tissue or the engagement was not straight. I doubt very much this was a "rogue" implant improperly made". By checking the manufacturing charts of the components involved, we can confirm that no pre-existing anomalies affected both the stem and the humeral body originally implanted on (B)(6) 2015. As reported even by the medical consultant, the only cause for a disengagement between the stem and the morse taper could has been a bad initial connection between them; as a matter of the fact, the end function of the screw is maximally engaging the morse taper. Morse taper is responsible for maintaining the components fixation. Conclusion: based on the analysis performed, we can rock on that likely cause for this post-operative issue was a poor primary implant performed (components not properly engaged). Therefore, this event can be mostly related to surgical error (not product related). For further details, please refer to complaint #(B)(4) FDA ref: 3008021110-2018-00106. Pms data: we are aware of a total of 3 smr anatomic revision surgeries due to disengagement between the stem and the humeral body on more than 41400 smr anatomic prosthesis sold ww since 2002, with a revision rate of 0.007%. None of the events reported were product related (contributory causes were in all cases surgical factor-related). No specific corrective action for this case. Limacorporate will continue monitoring the market.

Event description:
Dissociation experienced between the smr humeral body (code 1350.15.110, lot# 1412459) and the stem (code 1304.15.220, lot# 1404952) originally implanted during the primary surgery performed on (B)(6) 2015. According to the info received, surgeon commented that the patient continued working as a truck driver requiring full function of his arm after the primary surgery. Our complaint source then advised that revision surgery for this patient was performed on the (B)(6) 2018. Revision surgery was reported to FDA as lima complaint # (B)(4), FDA ref: 3008021110-2018-00106. Please, see the related final report submitted for lima complaint # (B)(4) for additional info. Event happened in australia.